Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) requested for the cycler to be replaced during to a large drain during treatment in drain 3 of 5. A review of the patient¿s treatment records identified that the patient drained 3820 ml during drain 3 of the treatment. This drain volume is 191%. The patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the pdrn to discontinue use of the cycler. Additional information was requested, however to date not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the received cycler unit encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.